Event description:
While performing diagnostic functional anesthetic discography the IFU was not followed and the guidewire broke.

Manufacturer narrative:
The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.